Manufacturer narrative:
Correction in d8, e2, e3, e4, g2 additional in h3, h6, h7, h9 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced u4 on display board assembly for segment dim. A review of the device history record for sn(B)(6) was performed, which showed the device had a manufacture date of 28oct2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that pixels in the device door board were not showing up. There was no patient involvement.

Event description:
It was reported that pixels in the device door board were not showing up. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that pixels in the device door board were not showing up. There was no patient involvement.